Event description:
The customer reported a fentanyl over infusion. Fentanyl pca was started at 0800 on (B)(6) 2013. The order was fentanyl 20 mcg with lockout 6 minutes and 4 hour limit 400 mcg. The syringe used was a bd 50 ml syringe with a concentration of 50 mcg/ml in 50 ml. The night nurse noticed sometime between 2000-2400 on (B)(6) 2013 that standard dose 10 mcg/ml rather than high dose 50 mcg/ml was programmed. The customer requested an event log review for all infusion programming and volume infused from (B)(6) 2013 from 0800 to 2400 due to possible user programming error. There was no pt harm or medical intervention reported. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). Neither the event logs nor the devices have been received. A follow up report will be submitted with evaluation results should the logs or devices be received for evaluation.